Event description:
It was reported that the materials department notified him that there was a device left in their area with no contact or information regarding the issue they had with the device. There has been no adverse event reported regarding the device.

Event description:
It was reported that during a lap roux-en-y procedure the surgeon fired across the side to side jejunojejunostomy and after the 2nd firing with a white reload the surgeon observed the staple line and saw malformed staples in a pear shape form and some bleeding. There was no blood products required. The surgeon oversewed the staple line to stop the bleeding and secure the area. He then completed the procedure with a second like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with two cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.